Event description:
It was reported that the patient received inappropriate atp and hv therapy during episodes of svt. Programming changes were made. The patient condition was stable and will continue to be monitored.

Event description:
New information received notes another instance of inappropriate antitachycardia pacing for atrial fibrillation. Programming changes were recommended. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.